Event description:
It was reported there had been a dramatic drop in r-wave sensing, an increase in threshold, and a drop in impedance. The lead tested fine via the analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported there had been a dramatic drop in r-wave sensing, an increase in threshold, and a drop in impedance. The lead tested fine via the analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): preliminary analysis confirmed varying impedances. The device has also experienced declining battery voltage through analysis. Further analysis confirmed abnormal lead impedance measurements and the inability of the device to sense rv (right ventricular) pacing. It was also noted that the telemetered battery voltage was low at 2.60 v and the rv pacing output amplitude only reached 2.5 v even when programmed to a higher value. Electrical analysis found high current drain of 89.9 ??a and collapsed voltages on two negative supplies. However, during the course of the analysis, the failure condition disappeared and could not be recovered. X-ray inspection of the hybrid noted anomalies in a few solder bumps. However, the anomalies did not cause any electrical failures.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.